Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm on the homechoice (hc) unit during use. The technical service representative (tsr) had the home patient (hp) push in and twist the spike on both the heater bag and final bag. The hp accidentally pulled the connection on the final bag apart and the final bag was leaking. The tsr assisted the hp to end therapy early and advised the hp to contact the nurse about missed therapy. No injury or medical intervention was reported.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis. On 1(B)(6) 2007, the patient began peritoneal dialysis treatment 4 times a day for renal failure. In (B)(6) 2010 ((B)(6)), the patient was hospitalized for peritonitis. On an unreported date, a sample of peritoneal effluent was cultured. The culture did not identify a micro-organism. On an unreported date, the patient was treated with an unspecified antibiotic. In (B)(6) 2010 ((B)(6)), the patient was discharged from the hospital, and the event of peritonitis resolved. Peritoneal dialysis therapy continued unchanged. The root cause of the peritonitis was unknown. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). Additional information was received from baxter (B)(4) providing the product code.